Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,replaced gantry controller and door winch. Performed system checkout. System operates as intended. Codes: b01, c07, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000442r; product ID: bi71000429; product ID: bi71000442rpend: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the door would not open or close. No patient present.

Manufacturer narrative:
Manufacture date updated in h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "door not opening." Install control box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "door not opening." Test winch motor assembly with motion cart, failed. The motor assembly failed to rotate. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "door not opening." Install control box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Door functioned as normal and motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6), product ID: bi71000429, serial/lot #: (B)(6), product ID: bi71000429, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.